Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer resumed insulin delivery without changing the pump supplies and the alarm was resolved. Blood glucose level could not be recalled. As the event had occurred in the past, a cause of the occlusions could not be determined.